Event description:
(B)(6): customer reports the room failed during pt procedure. Customer would provide no pt or procedural info other than to say procedure was completed and pt is fine. No reported injury.

Manufacturer narrative:
Field service engineer reports, unable to duplicate error 15 during fluoro, digital spot, or tube warm up exposures. Heating up x-ray tube to 45% also did not cause any errors. Fse verified proper operation according to hut dr service checklist (B)(4). System returned to full service by the customer.